Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow up, ventricular tachycardia and ventricular fibrillation episodes were noted. In both cases, anti-tachycardia pacing was inefficient in terminating the arrhythmia so appropriate therapy was delivered. During the charging of the capacitors, a few undersensed beats were noted but the physician believed this did not cause a delay in therapy. The device was reprogrammed to resolve the event and will continue to be monitored. The patient is in stable condition.